Manufacturer narrative:
H10. D10. Concomitants - product information: 6963002 02-020-13-0325 - truliant cr cem fem cr cem right sz 2.5; 6269666 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t; ab6715 1200-I - cemex isoplastic 40g; 6936342 200-02-32 - three peg patella 32mm; 7017389 201-78-15 - holding pin mini sharp point 4 pk; s236872 521-78-23 - threaded pin size 2.3 collared 2pk; s300459 521-78-31 - threaded pin size 2.6 collarless 2pk; s303494 521-78-31 - threaded pin size 2.6 collarless 2pk; s309208 521-78-31 - threaded pin size 2.6 collarless 2pk pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2021, and then experienced a revision surgical procedure on (B)(6)2022, approximately 11 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.